Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h10 8 previously reported events are included in this follow-up record. Product return status 6 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. - 8 events had no patient involvement; no patient impact.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 5 devices were received. 3 device investigation types have not yet been determined. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.